Event description:
January 25th 2024, hcp reported that the patient had pdo threads implanted on (B)(6) 2023. According to the hcp, the patient experienced thread poking under the skin at the endpoint. On the follow up appointment on (B)(6) 2023, hcp reported having removed one piece of broken pdo threads located on the right side of the patient's face. Medical advice from the medical director was offered but the hcp declined. February 7th, 2024, after conducting a follow up contact with the practice manager, it was confirmed that the patient is in good condition.

Manufacturer narrative:
UDI related data quality updates only this report represents a correction to a previously submitted MDR 3007895168-2024-00002 brand name: demediox. Version or model: px2x783090a16mb. Company name: demetech corporation. Primary di number: (B)(6) . Device description: absorbable polydioxanone surgical suture. FDA premarket submission number: k082097.

Event description:
(B)(6) 2024, hcp reported that the patient had pdo threads implanted on (B)(6) 2023. According to the hcp, the patient experienced thread poking under the skin at the endpoint. On the follow up appointment on (B)(6) 2023, hcp reported having removed one piece of broken pdo threads located on the right side of the patient's face. Medical advice from the medical director was offered but the hcp declined. (B)(6) 2024, after conducting a follow up contact with the practice manager, it was confirmed that the patient is in good condition.